Event description:
Product was capped and is still implanted. It had oversensing problems and possible damage, leading to replacement. It is listed on the oos report for cardiac aicds. Problems with this lead caused the patient's system to be completely upgraded. The kainox was capped and is unavalable for analysis. The physician attempted to implant a kentrox, but was unsuccessful and chose a competitive lead. The cardiac aicd was electively replaced with a xelos.